Event description:
It was reported that during central processing, the tip-up fenestrated grasper instrument had a cut on the shaft. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have various scratch marks with light material removed on the main tube. The scratch marks were about 0.078¿- 0.157¿ in length and were not aligned with the tube axis. The complaint was confirmed by failure analysis.